Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was 367 mg/dl. Customer stated that they experienced high blood glucose due to the no delivery alarm. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies and did not want to troubleshoot. Customer also declined the troubleshooting for the high blood glucose value. The device will be return for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).